Manufacturer narrative:
Investigation ¿ evaluation: a physician in the united states informed cook on 08jan2021 of an incident involving two tornado coils that are 5cm in length and 5mm in diameter [rpn: unknown] from an unknown lot number that were placed in the gonadal vein. The patient had an MRI with a 1.5 tesla magnet. There is no information regarding the magnetic field gradient strength. Seven images were requested. The first two images were fine, but the third image caused a tingling and wriggling sensation where the coils were placed. When the imaging stopped, the sensation stopped. The imaging was tried again, and the sensation returned. The imaging was not completed. They do not want to complete the imaging until they receive additional information from the manufacturer regarding this incident. On 01mar2021, the physician informed cook of an additional incident. During the coil implant procedure in the gonadal vein, one of the coils broke. The rpn and lot number is unknown. However, it is for an 8mm diameter tornado coil. During the procedure, the coil did not form properly, became stuck in the tip of the catheter and broke into two pieces. As the catheter was being removed from the patient, the coil came out of the catheter requiring coil retrieval. The complaint device was not returned for evaluation; therefore, no physical examination could be completed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) found that sufficient inspection activities are in place to capture this failure mode prior to distribution. A review of the design history file (dhf) indicated that the risks associated with the devices are acceptable when weighed against the benefits. A review of the device history record (DHR) could not be completed due to the lack of lot information. The instructions for use (IFU), provides the following information related to the reported failure mode: device description: "tornado embolization coils (0.035"and 0.038") and 0.018" microcoils are made of platinum with spaced synthetic fibers, and are supplied preloaded in a loading cartridge. They are designed to be delivered to the target vessel using a soft, straight wire guide through a standard angiographic catheter." Warnings: -¿tornado embolization coils and microcoils are not recommended for use with polyerethane catheters or catheters with sideports. If a catheter with sideports is used, the embolization coil may lodge in the sideport or pass inadvertently through it. Use of a polyurethane catheter may also result in lodging of the embolization coil within the catheter.¿ -¿if difficulties occur when deploying the embolization coil, withdraw the wire guide, coil and angiographic catheter simultaneously as a unit.¿ precautions: -¿prior to introduction of the embolization coil, flush the angiographic catheter with saline.¿ product recommendations has a table offering specific coil size diameter, catheter size and type, and wire guide size and type. How supplied: - "store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿ the information provided upon review of the dmr, dhf, and IFU, suggest no evidence that the device was manufactured out of specification, or that there are nonconforming devices in house or out in the field. Based on the information provided, no returned product and the results of our investigation, it was concluded that the likely cause of the failure could be traced to a component failure without manufacturing or design deficiency. The IFU instructs to flush the catheter with saline before use. If there was difficult advancement within the catheter, this may have caused damage to the coil. In addition, the size of the catheter used during the procedure is unknown. The IFU lists product recommendations. If the inner diameter of the catheter is too small or larger, then this could have caused the coil to become stuck in the catheter resulting in damage to the coil. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Suspect medical device: tornado coil 5mm or 8mm. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a male patient required placement of an unspecified tornado coil for an unknown procedure. During the procedure, it was noted the coil did not "form properly". The coil became stuck to the distal tip of the catheter and appeared to have separated in two pieces. As the catheter was removed, the coil was "pulled centrally along the gonadal vein" with it. The coil was retrieved from the patient. No other adverse effects were reported for this incident.